Event description:
The customer reported that the rui did not work and some leds did not light up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint # (B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.